Event description:
It was reported that the patients implantable pulse generator (ipg) was taking a longer period of time to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred months ago from the date the manufacturer became aware of the event.